Manufacturer narrative:
The customer called in to report that there was an issue with the power management (pm) printed circuit board assembly (pcba) that had caused a 35v failure. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) then went onsite and replaced the pm pcba and confirmed the reported issue was resolved. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 35v failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an issue with the power management (pm) printed circuit board assembly (pcba) that had caused a 35v failure. The investigation is ongoing.